Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 583 mg/dl and treated it with manual injection and insulin pump. Customer's current blood glucose was 401 mg/dl. Customer was having symptoms of nausea, vomiting and abdominal pain. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not feature at the time of event was active. The insulin pump will not be returned for further analysis.